Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed, "system error, out of service, revert to manual CPR," error message upon powering up" was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board as a result of normal wear and tear and/or due to a defective component. The processor board was last replaced in february 2015. Visual inspection of the returned platform was performed, and no physical damage was observed. During archive data review, latch error 136 (internal parameter corrupted) was observed; thus, confirming the reported complaint. It appeared that the date and time were corrupted in the archive data, most likely related to the defective processor board. During functional testing, upon powering up the platform, the "system error, out of service, revert to manual CPR" error message was displayed. Therefore, the reported complaint was confirmed. The root cause of the system error was the defective processor board. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair, and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number: (B)(4).

Event description:
During shift check, the autopulse platform (sn:(B)(4)) displayed, "system error, out of service, revert to manual CPR," error message upon powering up. The user replaced the battery to troubleshoot, but the error message persisted. No patient involvement.